Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 0, which was resettable. There was no adverse impact to the customer¿s blood glucose level, with no notable events causing readings to exceed 500 mg/dl. Technical support assisted caller in resetting pump and instructed them to call back if the issue recurs, allowing customer to continue using pump.